Event description:
Summary update: the case was reported in error. Safety notification was sent out to the customer but there was no allegation that they experienced pump delivery volume accuracy during changes in air pressure. It was reported to medtronic minimed that the customer was passed away on (B)(6) 2024 and has reported for pump delivery volume accuracy during changes in air pressure. The last known product(s) for this customer are as follows: mmt-397a, mmt-332a, mmt-1884. Product return required for mmt-397a. Troubleshooting was not performed. Troubleshooting was not performed and it was unknown whether the customer had used the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. It is unknown whether product will be returned. Product return required for mmt-332a. It is unknown whether product will be returned. Product return required for mmt-1884. It is unknown whether product will be returned.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was passed away on (B)(6) 2024 and has reported for pump delivery volume accuracy during changes in air pressure. The last known product(s) for this customer are as follows: mmt-397a, mmt-332a, mmt-1884. Product return required for mmt-397a. Troubleshooting was not performed. Troubleshooting was not performed and it was unknown whether the customer had used the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. It is unknown whether product will be returned. Product return required for mmt-332a. It is unknown whether product will be returned. Product return required for mmt-1884. It is unknown whether product will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.